Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® titanium large hexed screw (ilrght) was not returned. Since product hasn't been returned, visual/functional inspection could not be performed. Review of appropriate documentation: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 02/16; torque matrix - internal connection; page d. DHR review, sterilization record review and complaint history review could not be performed as the lot number associated with the reported product is not available. A complaint history review by item number was conducted for the (ilrght) dating back to 12 months. The complaint history review revealed that no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device was found. Complainant reported patient came to the clinic with the screws fractured. Doctor remove the fractured portion of the screw and place another screw based on the evaluation, the device malfunction could not be verified. A root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Lot number unknown / not provided. Additional PMA/510(k) number: k072642. Therapy date unknown / not provided.

Event description:
It was reported that the ilrght screw fractured off inside the implant.